Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lens was broken in the upper case. It was also noted that the battery contacts were contaminated. (B)(4).

Event description:
It was reported that the case was defective on the external pulse generator (epg). The epg was returned to the manufacturer for servicing. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.